Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the hcp was walking the patient through the process of attempting to run a lcc and they got the ins in the box message. The ins had been interrogated with the tablet in the past. The rep was advised to follow-up with the hcp. No symptoms were reported. No further complications were reported/anticipated. 2020-apr-24: e2 (rep): additional information was received from the manufacturer representative (rep). The cause of the ins in the box message was unknown because the nurse thinks it came up when she tried to get patient to do lcc check. The rep walked patient through clearing the screen by turning off the dbs, then waiting a bit then turning it back on . Patient has not reported that the issue returned, patient was instructed to let the rep know if it did see (B)(4) for information about previous attempts of interrogating the ins with the tablet.